Event description:
It was reported that the wire needle fractured while being put though the sternum. No additional information is available at this time.

Manufacturer narrative:
(B)(4). G2: united kingdom the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was confirmed by review of pictures. No product was returned. A visual inspection of the customer provided photo shows that the product has been opened and an attempt was made to use the product. Inspection shows that the needle has fractured. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Attempts have been made and no further information has been provided.